Event description:
It was reported that pump displayed malfunction alarms identified as malfunction 199 in tandem source and malfunction code 12 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was informed that malfunction indicated pump issue, and was guided through pump reset, after which malfunction did not recur; customer was advised to continue using pump and to call back if any future malfunction alarms appeared, and customer acknowledged instructions.